Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Device evaluation of belt sn (B)(4) has been completed. The initial evaluation included review of downloaded software flag files on the day of the event and incoming functional testing of the belt. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing of the belt, the ECG acquisition and pulse delivery circuitry were verified. Device manufacture date: monitor: 09/29/2015, belt: 04/05/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in the hospital at the time of the event. The device reportedly alarmed and the patient was found unresponsive. The hospital staff reportedly performed CPR without success. The patient's wife indicated that the patient's physician told her that the patient 'drowned due to so much fluid build up'. Review of the event indicates that the patient received one shock during asystole. CPR artifact contributed to the detection. Asystole is considered a non-life sustaining rhythm.